Manufacturer narrative:
The customer's apc/esu system was thoroughly checked by our parent company. A technical safety check was performed on each unit. This included an electrical safety check, a function check or each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the review of device history records. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon past reported events of this nature, it appears that the oxygen content of the aspiratory mixture was too high. As a result, the electrical charge/voltage that activated the argon plasma, also ignited the oxygen and combustion occurred. The potential of this complications is included as a warning in the apc user manual with guidelines on using argon plasma coagulation and oxygen. Furthermore, the risk of a flash fire or combustion in bronchoscopy with electrosurgery equipment, lasers, etc. Has been well documented in published literature. Finally, the findings were provided to the customer and further inservice work/training was performed at the hospital to address the situation. No trends have been identified with this issue. Erbe is now closing the file on this event.

Event description:
It was reported that during an operation in a lung, bleeding occurred. Therefore, the erbe system; argon plasma coagulator (apc) model apc beamer 2, with an electrosurgical unit (esu/generator) model icc 200, part number 10128-023, was employed to stop the bleeding. However, during the coagulation, combustion occurred. There was trauma to the patient's lung and medical intervention was necessary to treat the injury.